Event description:
A facility reported a codman perforator (ID 261221) plunged during procedure. According to information provided, it is unknown if there was patient injury or delay in the procedure. It is also unknown if there was revision or medical intervention done.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR)- the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis - visual inspection utilizing unaided eye performed: unit was lightly soiled with organic material and had a lightly worn label. Functional test was performed: once freed, the unit successfully drilled 5 holes and functioned as designed. Complaint could not be verified. Unit passed all functional tests. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Event description:
N/a.